Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient was in the ER due to what the patient states is issues when he is charging. The patient has had these issues since implant but today he had a syncpoe type episode when charging. Patient alleges that since implant he has 'tactile' stim, tenderness and swelling around the ins when charging. The hcp evaluated the patient (implant) pocket today and it seems normal. Patient's ins has been dead for four days so today he charged and he told the caller it was taking longer than usual, 2.5 hours. At the end of the charge they had the syncope sensation. Caller stated they will likely have patient turn the ins off and hold on charging for now. Patient did not intend to follow up with any hcp. No further complications were reported.